Event description:
The patient presented to the hospital with irregular heart rhythm. During evaluation, the intrinsic r-waves in the bipolar real time ECG could not be seen. The device was pacing and could not detect any intrinsic signals. The decision was made to schedule the device for explant.